Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to claudication (e.g., buttock, lower limb), occlusion of device or native vessel, and surgical cut down (bypass). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent a successful endovascular aneurysm repair (evar) procedure with right ibe placement (gore® excluder® iliac branch endoprosthesis). On (B)(6) 2023, the patient presented to emergency room (ER) complaining of right lower extremity claudication increasing in severity over the past week or two. The foot was warm and there was no rest pain. A cta revealed an occluded right external iliac limb of the ibe device. Reportedly, the patient was transferred to (B)(6) hospital for treatment. On (B)(6) 2023, field sales associate (fsa) was informed of the procedure details where a right femoral cutdown was performed with thrombectomy using a fogarty catheter followed by gore® viabahn® vbx balloon expandable endoprosthesis (vbx) stenting of the right ibe limb and external iliac artery. This reestablished the antegrade flow. The patient¿s symptoms have resolved and is doing well at this point. After review of the images, it is felt the ipsilateral limb of the ibe device ended in a severe bend of the right external iliac artery. This created a kink in the vessel, compromising flow.